Event description:
Customer alleges imprecision issues on one patient: results as follows: date: (B)(6) 2011, inratio inr results: 1.0, 1.7, 2.5, 1.3, 2.0. All results (inratio inr=1.0, 1.7, 2.5, 1.3, 2.0) were done within a five minute time frame. The 2.0 result was performed on a different inratio meter using the same lot number.

Manufacturer narrative:
Investigation pending.